Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported unexpected battery power loss, a shorter battery life than expected, a "calibration not accepted" alert, and a difference between sensor glucose and blood glucose values. They also reported that a smartguard was updating for 10 hours. The event involved product(s) unk_ngp, unk_reservoir, unk_sensor, and unomedical. Troubleshooting was not performed. It was unknown whether the insulin delivery was suspended or not. Blood glucose value was unknown and sensor glucose value was unknown at the time of the event. It was unknown whether the difference between blood glucose and sensor glucose was outside/within the acceptable range. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for unk_reservoir. No product return is required for unk_sensor. No product return is required for unomedical.